Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported an artery perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Right groin vein access was obtained. A watchman fxd double curve access system (was) with versacross connect radiofrequency (rf) wire and dilator were inserted and advanced to the left atrium after transseptal puncture (tsp) was performed. A 35mm watchman flx pro delivery system and closure device (wds) was inserted and implanted. A non-boston scientific (bsc) vascular closure device was used and immediately abnormal, pulsatile bleeding at the right groin access was noted. Arterial access was gained on the left (contralateral) groin and a coronary balloon was deployed to stop bleeding. The procedure was concluded and the patient is fully recovered. The physician determined that the artery was 'nicked' when gaining right groin vein access during the procedure. No additional complications were noted. The patient has been discharged. The device is not expected to be returned for analysis (disposed). Access was gained via lcfv and balloon was inserted to stop bleeding. In the physicians opinion, it was the vascular access needle would have been the device that may have 'nicked' the artery, as the event occurred during groin access obtainment.

Manufacturer narrative:
Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e initial reporter, and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported an artery perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Right groin vein access was obtained. A watchman fxd double curve access system (was) with versacross connect radiofrequency (rf) wire and dilator were inserted and advanced to the left atrium after transseptal puncture (tsp) was performed. A 35mm watchman flx pro delivery system and closure device (wds) was inserted and implanted. A non-boston scientific (bsc) vascular closure device was used and immediately abnormal, pulsatile bleeding at the right groin access was noted. Arterial access was gained on the left (contralateral) groin and a coronary balloon was deployed to stop bleeding. The procedure was concluded and the patient is fully recovered. The physician determined that the artery was 'nicked' when gaining right groin vein access during the procedure. No additional complications were noted. The patient has been discharged. The device is not expected to be returned for analysis (disposed). Access was gained via lcfv and balloon was inserted to stop bleeding. In the physicians opinion, it was the vascular access needle would have been the device that may have 'nicked' the artery, as the event occurred during groin access obtainment.